Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister co2 gas was flowing backward into the saline bag. They were unable to stop the flowing and the co2 bubbling in the saline bag. The blower mister was under the drapes so they couldn't exactly see what was happening. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities, and there was no blood present. A functional gas flow test was performed using a regulated source of co2 and a saline bag. The device was found to be within output specs but it was observed that the co2 was backing up into the saline tubing, causing the saline bag to enlarge. Based upon the findings above, the reported complaint was confirmed. (B)(4).